Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d8, h3, h11. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) inspected the unit and determined that the cardiosave hospital cart was not receiving ac power. The fse replaced the cart power supply (d014-00-0258) and ac line cord assemblies (d012-00-1688-21). The unit passed all functional and safety tests in accodance with the manufacturer's specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 10 nov 2025. The failure analysis and testing dept. Received part number 0014-00-0258 and 0012-00-1688-21 with a reported unit failure of no ac power to the hospital cart. The fat performed a visual inspection and found the parts to be in good condition. Pn 0012-00-1688-21 had signs of wear along the cable. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0014-00-0258 was good and had no failure confirmed. Pn 0012-00-1688-21 had no continuity in one of the wires, which causes the power failure. Probable cause of this could be the user inadvertently damaging the power cord during use. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
It was reported that during routine check by the customer the cardiosave intra aortic balloon pump (iabp) had power up - failure, cardiosave hospital cart not receiving ac power.there was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1. Full event site name is: (B)(6). A supplemental report will be submitted upon completion of investigation.